Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor error occurred. There was no patient involvement at the time of the reported issue. There was no report of patient or user harm. The customer and remote service engineer (rse) troubleshot the device, wherein the error code was confirmed in the logs. It was discovered that the data acquisition (da) to motor controller (mc) ribbon cable was not fully seated at the da printed circuit board assembly (pcba). The customer secured the ribbon cable connection, and it was confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.